Event description:
During a pta procedure, the balloon was being used to dilate an instent restenosis lesion. The balloon was inflated to 14.8 atm and during the second inflation, the balloon burst and separated into two parts. The front half of the balloon tore off and the material settled in the distal vessel and could not be removed. The balloon material remains in the patient, but the flow to the vessel has not been compromised. Reportedly, the balloon was used after the expiration date.